Manufacturer narrative:
A ge service representative performed an on site investigation. The 5vdc power supply connections to the systems interface pcb were evaluated and reseated. The power supply voltage at the control panel processor was adjusted to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was shutting down without command of the operator. There is no report of a patient injury or death associated with this event.